Event description:
It was reported that during post-op check, noise was observed on the far-field channel. The patient was asymptomatic. The rv lead was observed to be pulled back via review of x-ray. The lead was repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.